Event description:
It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: we received a market complaint regarding one of your syringes, with the complaint description as follows: 'a light fibrous substance can be noticed on the stem of the syringe'. A picture and sample are available. -could you please register this market complaint for trending analysis? -may I kindly request to confirm receipt of this notification? Kind regards, (B)(6). Cpk quality engineer (B)(6). Additional information provided: ¿ date of event: (B)(6) 2024 ¿ sample is available for pick up at: o (B)(6). O contact person: (B)(6), (B)(6). ¿ sample is unused.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported there is a light fibrous substance can be noticed on the stem of the syringe. To aid in the investigation, one sample and two photos were provided for evaluation by our quality team. The sample was received loose and fully assembled. A scrape was present on the barrel, specifically between 0.8 and 0.9, causing what appears to be foreign matter outside the fluid path. The two photos provided shows part of a loose syringe with no visible defects. The second photo shows a different angle of a loose syringe where a white-like scratch is present on the barrel. The condition observed is non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number 309648, lot 3165195. All visual inspections were performed per requirements, and there were no quality notifications related to the reported defect. Batch 3165195 was inspected, accepted based on meeting our inspection control plan and was subsequently approved for shipment. This condition is occurring at or below the expected frequency. Further action has not been determined necessary at this time.

Event description:
No additional information.